Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to heart problems on an unknown date with blood glucose of 490 mg/dl. The customer's current blood glucose was 345 mg/dl. Customer was unconscious and they did x-rays. It was also reported that the customer was performed self test and displacement test, both the test was passed. The insulin pump will not be returned for analysis.